Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. It is unk if the device was in use, but the customer reported that there was no pt harm.

Manufacturer narrative:
(B)(4)